Event description:
It was reported that the customer was hospitalized due to high blood glucose of 26.8mmol/l. It was stated that the customer treated his high blood glucose, but it kept elevating until he seek a medical attention. The programming was reviewed and found that the time was off by one hour. The alarm history revealed two low reservoir alerts. The manual prime and high pressure test passed. It was mentioned that the customer also has a mental illness. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.